Event description:
Rptr had spinal fusion with instrumentation and laminectomy bone graft. Since this surgical procedure, the pain is constant and much worse than before surgery. Rptr cannot walk, sit or perform any activities without pain medication. Pt knows the screws and/or surgical procedure has ruined her life due to the constant pain. There is no relief without strong medication. The hosp report states: "under fluoroscopic imaging, in the lateral projection, a #3-0 curette was localized over the pedicle at l5 on the left. The curette was then used to probe into the pedical, down into the vertebral body and a 6.5 tap was then used to follow into this hole and create a screw hole into the vertebral body at l5. On the left at l5 the cortex was violated on the inferior aspect of the pedicle. There was no portion of the screw which projected into the canal but clearly the cortex was violated. Because of absence of neurologic compression and because the actual area of cortical violation was several millimeters away from the nerve, it was decided not to place another screw. The nerve itself was well protected and without any irritation from the screw. Screw was in good position by fluoroscopic image and the same procedure was then performed at l4 bilaterally and l5 on the right. The last three screws were placed without difficulty and there is no evidence of cortical violation on any of the remaining screws. The lateral masses and transverse processes were then decorticated using the high speed drill and adequate bone was placed over these areas. One/quarter inch rods were then fastened to the screws without difficulty and the remaining bone pieces taken from the lamina and spinous process, then placed over the previously placed bone graft."